Event description:
L2 burst fx, sofamor-danek z plate implanted. Broken screw requiring surgery to remove in 7/00. Another broken screw requiring surgery to remove in 2002. CT scan and x-rays taken and show broken hardware. Pt has broken hardware and it clearly shows two screws that are cleanly broken in half.